Event description:
Etoposide infusion started at 2200. Rn called assistant unit manager (aum) to bedside @2222 and informed that infusion line was wet. Aum noted that there was leaking at the 0.2-micron filter. Infusion stopped and IV line replaced. Infusion started back up at 2237. IV line flushed and sequestered for biomedical evaluation and reporting. Line involved was a primary IV set with 0.2-micron filter set distally to the pumping cassette. Manufacturer response for primary IV set w/ 0.2 micron filter, primary plum set (per site reporter) awaiting manufacturer response.